Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An unspecified alarm occurred during a routine hemodialysis treatment. The operator reported problems with the arterial pressure pod which could not be reset. Rinseback was not performed, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback as directed in the user's guide. The reported problems with the app were attributed to improper insertion of the saline spike. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has reviewed the event with the operator. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.